Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the customer's body may have been obstructing the connection between the transmitter and the pump at the time of the issues; however, this could not be confirmed as the pump and transmitter were connected when the customer contacted tandem technical support.